Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced due to being non-compliant with recharging the battery. The device was returned for analysis. The patient recovered without sequela. Follow-up was performed to determine if there was a device or therapy issue, if the patient experienced any symptoms, and what troubleshooting had occurred. This event will be updated if additional information is received.

Manufacturer narrative:
Product analysis #700997532: the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2014 and the battery was charged to 3.720 volts. On (B)(6) 2014 the battery had depleted to the "lock" mode (<(><<)>(><(> <<)><(><<)>)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4). Analysis of the ins ((B)(4)) found the device to have been received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. A full normal charge was performed and the ins passed functional testing. The trace report from the ins showed that the last recharge while implanted took place on 2014 (B)(6) and the battery was charged to 3.720 volts. The battery was depleted to ¿lock¿ mode (<(><<)>3.575 volts) on 2014 (B)(6). The battery then subsequently depleted to an overdischarge state prior to being received for analysis.